Event description:
Related manufacturer report numbers: 2017865-2022-22751, 2017865-2022-22753, 2017865-2022-22754. It was reported that the patient expired and the cause of death was unknown. It was reported during a prior remote follow up that the implantable cardioverter defibrillator exhibited a failure to deliver shock due to under-sensing. There is no known allegation from a health professional that suggests the death was related to the device.